Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the rlus for the positive samples were higher than normal. Ts recommended preparing a new reagent kit and running blank tubes to check for environmental contamination. All tubes came back negative, ruling out contamination. Customer was confident to send results to patients and reported no further issues. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported an increase in positive sars-cov-2 tma samples run on panther instrument sn (B)(4). Customer questioned the results since the samples came from their routine testers who were asymptomatic. Some of the samples in question were retested and resulted negative when run on a non-hologic platform. Customer uploaded logs but did not provide specific worklist or sample ids for review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients except for one patient who was informed of their negative test result.